Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported during troubleshooting that a fluid leak was observed from the liberty cycler set. The patient was advised to discontinue use of the liberty select and to contact the clinic nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the peritoneal dialysis nurse indicated that the patient did not have or experience any complications as a result of the alleged event. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.